Event description:
It was reported that after breakfast the user announced a ¿less than¿ meal and chose fruit instead of bread, after which blood glucose rose to 234 mg/dl while using the ilet; no alerts or alarms were reported, and the event was categorized as an adverse event without an identified device or use problem with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component term available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.